Event description:
Rptr indicated that vns pt had passed away. The pt was reportedly found face-down in a pool of vomit. Coroner indicated that the pt apparently died of cardiac problems and not from seizures. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.